Event description:
Screws broke while the surgeon was tightening the cap nuts, waiting for an audible noise from the tightening instrument. Althought it is unclear what instrument was used, it is believed that the instrument used was not implanted to have an audible click when torque is reached. The patient is fine, case completed uneventfully.